Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose. The customer¿s blood glucose level before she went to church was 135 mg/dl. She ate food. After church, her blood glucose level was 435 mg/dl. The customer felt nauseous. The customer¿s current blood glucose level was 343 mg/dl. The customer treated the high blood glucose with a bolus. Troubleshooting was performed. They will be sent a tubing clamp to perform the occlusion test. They were advised to call back when they receive the tubing clamp. The device will not be returned for analysis.